Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, device appearance (observed 40 mm dark patch edge material inside gel device) and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. The thickness dimension is not measured because only the part of the patch (shell with component). Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI. The device remains implanted.